Event description:
Customer reported a blank display and a battery out limit alert. Customer's blood glucose was 300 mg/dl. He treated his high blood glucose with a manual injection. Troubleshooting did not find any damage to the battery cap. The insulin pump was also able to pass the self test. The customer stated his display had returned at the end of troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).